Event description:
The case involved treatment of a left ophthalmic artery aneurysm with clipping and coil deposition in a 69 year old male on may 20, 1997. Following successful catheter preparation with 50:50 solution of omnipaque 300 and sterile normal saline, the medtronic mis 7.4f zeppelin balloon guiding catheter (catalog # ze10705, lot# ze25885) was placed in the left distal cervical ica to arrest blood flow during the intraoperative procedure. Anticoagulation was provided with heparinized flushes (1 unit of heparin/cc of flush). The balloon was inflated with an inflation volume of 0.6 cc to 0.8 cc (0.8 cc provides a balloon size of 10 mm) for two successive flow arrest periods of 5 minutes and 12 minutes, prior to a third balloon inflation. The third inflation produced no blood flow arrest, although visualization using fluoroscopy revealed that the balloon was inflated. The inflation time for the third balloon inflation is unk, however, 20 minutes were used to deflate the balloon. The 7.4f zeppelin was removed from the pt. Because of the positioning of surgical-ligating clips, a fluoroscopic visualization run was not performed to look for the occurrence of a clot after the removal of the 7.4f zeppelin. A medtronic mis 5.4f zeppelin balloon guiding catheter (catalog # ze10705, lot # unk) was prepared and placed in the distal left cervical ica. Inflation and deflation of the balloon functioned appropriately and the catheter was removed at the termination of the case. The duration and number of blood flow arrests using the 5.4f zeppelin are unk. The total duration of surgery is unk. During the procedure, 2 aneurysm clips were placed and 1 gdc coil was deployed. Which of the two zeppelin catheters was used for the clipping and coil deposition is unk. Whereas a clot was not evident in the carotid prior to the procedure, a clot was noted during the procedure; but the time of clot observation is unspecified. Following the procedure, the pt was described as having experienced a life-threatening stroke at an unspecified anatomical location and time of care; the pt subsequently died.